Event description:
The reaming head and reaming shaft broke during procedure. The head and shaft are broken where the two parts interface. There are pieces of the head and shaft that remain in the femoral canal.

Manufacturer narrative:
Information not provided on initial report. Additional information has been requested. Subject device is an instrument. Investigation not complete, no conclusion can be drawn. No product has been returned for investigation. A device history record review has been requested.